Event description:
A pt was being treated in the subject device and was transported for a CT scan. Upon return, the pt was placed back under the warmer (in servo mode), but the probe was not placed back on pt. Approx 15-30 minutes later, the baby's blood pressure was dropping, he was on an EKG, and his temperature measured 106 degrees f. The unit was switched off and the pt's temperature returned to "baseline." No other details surrounding the event could be provided by the hosp. The subject device was tested by the hosp's biomedical engineer and found to operate as intended. The unit is about 15 years old and is not used very often. The infant later expired. The hosp did not attribute the infant's death to the device, but rather to "prematurity and overwhelming sepsis." No further info will be provided by the hosp.